Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data : d6b - date of explant. H6-health effect - impact code. B5 - describe event or problem.

Event description:
Additional information received identified that patient did not undergo surgical intervention on (B)(6) 2024. The scs system remains implanted.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000107418.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.